Event description:
It has been reported to philips that issue with maximizing the image for video laryngoscopy or the capture button when it is in use. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.